Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75 x 16 synergy drug-eluting stent was advanced for treatment. However, it was noticed that the stent distal side edge was lifted. The procedure was completed with a drug coated balloon. No patient complications were reported.